Manufacturer narrative:
Reliability analysis inspected 2 opened and used sensors and performed bicarbonate buffer test. Both sensors passed per inspection with accurate readings. Analysis also performed visual inspection and found analysis not required. Customer complaint related to transmitter. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a weak signal alarm and lost sensor alarm. The customer's blood glucose was 481 mg/dl at the time of incident. The customer stated that she treated the high blood glucose with the insulin pump. The customer declined to troubleshoot. The sensor will be returned for analysis.